Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 01/19/2017. Device returned to manufacturer - yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The intraocular lens (iol) was not returned. Visual inspection at 10x microscope magnification showed that the cartridge tip was deformed. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damages, or other defects. It also states not to use the device if the cartridge tip is damaged, nicked, split or cracked open. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded delivery system was prepared for the implantation of the intraocular lens as per normal procedure. During insertion into the patient's eye, it was noted that part of cartridge's tip was missing (upper lip). Reportedly the surgeon managed to implant the lens successfully despite the broken tip. The lens was reported being ok and successfully implanted. No intervention was required, and no delays in the procedure were reported. No further information was provided.